Event description:
It was reported that the patient presented in clinic for follow up. Upon review, phrenic nerve stimulation was noted and the left ventricular (lv) lead exhibited loss of capture. The lv lead programmed off. X-ray imaging showed that the lead was dislodged due to suspected twiddlers syndrome. The lead was explanted and replaced. The patient condition was stable.